Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarm. The customer¿s blood glucose level was 247 mg/dl. The customer states the insulin did not exit. Customer states they are able to troubleshoot for a potential reservoir and infusion set issue. Customer states insulin did not exit the tubing. Customer states the insulin pump did not alarm no delivery with manual prime. The customer was advised changing the reservoir resolved the issue. The device will be returned for analysis.

Manufacturer narrative:
Evaluated one random seal reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per (B)(4) as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4).